Event description:
The customer reports that the breathing bag would not fill in the manual mode. The customer also reports that the ventilator would not cycle in the volume control mode. There was no pt injury. The ventilator did alarm, however the alarms are not known. The ventilator settings are also unknown.